Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The event of skin inflammation, nodules, erythema, edema, and induration are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: adverse events, the most common injection-site responses for juvederm ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance, serious adverse events have infrequently been reported for juvederm ultra (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, pruritus, induration, and pain. The onset of edema generally varied from immediate to 2 weeks post-injection. The treatment prescribed included arnica, nsaids, antibiotics, steroids, hyaluronidase. In most cases, edema resolved within a day to a month. The onset of erythema generally varied from immediate to 1 week post-injection. The treatment prescribed included arnica, antihistamines, antibiotics, steroids, hyaluronidase, and laser treatment. In most cases, erythema resolved within 1 to 4 weeks. The onset of induration generally varied from 1 day to 2 months post-injection. The treatment prescribed included antihistamines, antibiotics, steroids, and hyaluronidase. In most case, induration resolved within 1 week. Additionally, there have been reports of nodules, infection, allergic reaction, inflammation, abscess, deeper wrinkle/scar, and displacement. The onset of nodules generally varied from immediate to 2 weeks post-injection. The treatment prescribed included arnica. Nsaids, antibiotics, steroids, hyaluronidase, and needle aspiration. In most cases, nodules resolved within 3 days to 1 month. The onset of inflammation generally varied from immediate to 2 weeks post-injection. The treatment prescribed included antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, inflammation resolved within 3 days to 2 months.

Event description:
In an excerpt from the journal of plastic and reconstructive surgery, the section "financial disclosure appendix for "clinical introduction to the hyaluronic acid dermal filler using cohesive polysensitised matrix technology" (october 2013) listed the following article: "a problem-oriented approach the nodular complications from hyaluronic acid and calcium hydroxylapatite fillers: classification and recommendations for treatment". Plastic and reconstructive surgery; 132(4 suppl 2). In this article the authors describe the following adverse event: after injection with hyaluronic acid and periocular laser resurfacing the pt developed "subacute inflamed nodules in the right malar region". "Persistent-post-procedural swelling and erythema of the right malar region was followed by induration of the implanted hyaluronic acid during the second week after the procedures. Empiric treatment for 6 weeks with systemic corticosteroids and short course of different antibiotics was ineffective". Pt was additionally treated with hyaluronidase and the "inflamed nodules resolved completely. The clinical diagnosis was secondary contamination of the hyaluronic acid implant with bacteria arising from the tissue that was de-epithelized by laser resurfacing". F/u info provided by the authors indicated that the type of hyaluronic acid dermal filler was never reliably identified. Additionally one of the authors noted: "the whole point of our paper is that complications arising from approved and regulated ha products of reputable companies - of which allergan is most certainly one - are typically related to aspects of the procedure than to the products themselves".